Manufacturer narrative:
Adverse event or product problem was corrected adverse event. Field service visited the customer on (B)(6) 2019 and replaced the fresnel lens. The system is working normal now. The investigation is ongoing.

Manufacturer narrative:
The root cause was determined to be a component issue due to the replacement of the fresnel lens. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
The device history record review is completed. No anomalies were noted. Additional information was requested however the reporter declined to provide any further details. The investigation is ongoing.

Event description:
A facility in (B)(6) reported that halfway through the surgery, the stellaris unit indicated the type of cassette did not match the type of operation. The operation was suspended and had to be performed on another day.